Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure unknown date and name of index surgical procedure? Unknown. The diagnosis and indication for the index surgical procedure? Ventral hernia. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open on what tissue was the suture used? Fascia. When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? No after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? No if so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? What tissue dehisced? Fascia. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal onset date/time of dehiscence? (# post op days) did not indicate # of days how was the dehiscence managed? Identified dehiscence and scheduled surgery please describe any surgical intervention required for the wound dehiscence including date and findings. Surgically closed dehiscence. Please describe the appearance of the suture during the second procedure. Surgeon found that the tab was not attached to the suture. Were there any patient stress factors that precipitated the fascial dehiscence? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No. What symptoms did the patient experience following the index surgical procedure? Onset date? Unknown. Please provide product code and lot number of the devices involved, if available. Sxpp1a401 lot unknown dr. Clewley was not utilizing the symmetric recommended closure technique. I described and in-serviced dr. Clewley on the recommended technique and she stated that she will implement the technique and let me know if she experiences any additional tab breakages. Corrected information: h6 type of investigation.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: I do not have the lot number or additional sterile samples. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide product code and lot number of the devices involved 2. Please confirm the specific number of patient events 3. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number 4. For each patient event please provide: event date, patient demographics (initials/ID, age or dob), product code and lot number involved, procedure, event description, was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed?

Event description:
It was reported that a patient underwent an exploratory lap or minimally invasive hernia repair on an unknown date and a barbed suture was used to close the abdomen. Post-op, the tab popped off at the inferior aspect of the closure and the bottom 5cm or so pulled through, causing a fascial dehiscence with partial evisceration requiring a return to the or. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following additional information is requested for the patient with a fascial dehiscence and partial evisceration. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any patient stress factors that precipitated the fascial dehiscence? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number?